Event description:
It is reported that the guide pin became lodged inside the reamer. One of the reamer tabs fractured when reinserting into the drive shaft.

Manufacturer narrative:
This report will be amended when our investigation is complete.